Event description:
The customer called for help with her meter. While troubleshooting, the customer performed control tests and received a result of 28 mg/dl. The normal control range is 94-129 mg/dl. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.